Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial uncovered stent was implanted in the right bronchus during a bronchoscopy with stent placement procedure performed on (B)(6), 2014. According to the complainant, the stent was implanted to treat a 1cm malignant stricture in the right main stem due to lung cancer. Reportedly, the patient¿s anatomy was not tortuous and was dilated prior to stent placement. No issues were noted during stent implantation. On (B)(6), 2014, the physician was concerned with the stent¿s radial force. An x-ray was done and confirmed that the stent migrated. The physician did another bronchoscopy and removed the stent from the patient to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿ok.¿

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.